Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "441385 - instrument top bactec fx packaged - fales positives".

Manufacturer narrative:
H6: investigation summary: customer complaint alleges false positives with their bactec fx 441385 sn: (B)(6). Bd support requested the log files and bd field service engineering went onsite to investigate. Fse noted the instrument was functioning within specifications. Log files were never sent to service support and this case was closed for lack of information. This is an unconfirmed complaint. This unit had a prior field service where the software was upgraded. This upgrade helps to strengthen the software for determining outlier signals as false signals and reduces false positive rates. No samples were returned for analysis and device history review is not needed as this does not allege an early life failure. No new risks or hazards have been identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 441385 - instrument top bactec fx packaged - false positives".